Event description:
Customer reported that the c-arm displayed a control panel error during procedure. No pt injury reported.

Manufacturer narrative:
A ge rep evaluated the system and could not reproduce the reported problem.